Event description:
It was reported that no data was collected from the device after implant, and atrial lead impedance was showing out of range. It was found that implant detection was still in progress due to the atrial port being plugged. Implant detection was completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.